Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. Rse inspected the system remotely and confirmed that some buttons in geometry module is not working. Geometry module cannot control the longitudinal movement. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse tested the longitudinal movement button, the button did not respond. Fse confirmed that the geo module was defective. Fse replaced the geometry module. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there were multiple buttons on the geometry module which were not responding. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the geometry module. The device was returned to expected functionality. Philips has continue to investigate of the complaint.